Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 3.0mmx80mmx120cm wanda balloon catheter was advanced for dilation; however on the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit, subjected to positive pressure and liquid was observed to be leaking from a pinhole at the distal edge of the distal markerband. A microscopic inspection identified no issues with the markerbands. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 3.0mmx80mmx120cm wanda¿ balloon catheter was advanced for dilation; however, on the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.